Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient had a dehiscence pocket wound with exposure of the device and some cellulitis around the open wound but in stable conditions. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.